Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to reprime the patient line on the homechoice (hc) unit. The hp stated that he was not connected. The hp inquired of line leakage from tip of patient line during prime. The technical service representative (tsr) explained the vented cap and priming process. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's wife via phone call. The wife confirmed this was an isolated incident and the patient has resumed therapy without further issue. An engineering quality review was completed for this report of an overprime. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.